Manufacturer narrative:
Additional information was received that the patient's infection started at the pocket site and spread to her neck, then eventually her entire body. The patient's symptoms included fever and a swollen pocket site. The physician believes the patient got the infection at the hospital and it was not related to the procedure or the device. It was also discovered that the patient has an allergy to nickel, which may have contributed to the infection. The patient was given IV antibiotics and was reportedly doing well. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient went to the hospital due to an infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 2x8 paddle lead (lim), 70 cm.

Event description:
A report was received that the patient went to the hospital due to an infection.